Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported. The investigation was unable to determine a cause for the reported air embolism. The reported swelling/edema appears to be a cascading effect of the air embolism. Air embolism and swelling/edema are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstances as no intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to a grade of 2-3. Upon removal of the steerable guide catheter (sgc), an air embolism was observed in the aorta. It was observed that the patient¿s foot appeared blue/purple in color. After 20-30 minutes, the patient¿s foot began to return to normal. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.